Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests. No unexpected excessive no delivery alarms were noted during testing. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the infusion set had a bent cannula. The self-test and displacement test passed. The high pressure did not pass. The insulin pump did not alarm no delivery. In the alarm history there was a no delivery alarm. Customer's blood glucose level was 519 mg/dl. The customer was feeling dizzy and nauseous. The customer was hospitalized. The customer was advised that the device would be replaced and agreed to return the product for analysis.